Event description:
It was reported that a pipeline embol device 5.00mm x 20mm was used during a procedure to treat an unruptured, saccular intracranial aneurysm located in the right carotid artery with a maximum diameter of 5 mm and a neck diameter of 6 mm. After access was established and the stent was delivered to the ipsilateral m1 segment. After approximately 7-8 mm of the stent tip end was deployed, the operator waited about 10 seconds but the tip end did not open. Deployment was continued for another 12 mm, yet the tip end still failed to open. The operator attempted retrieving and redeployment; despite maneuvers such as shaking and push-pull, the tip end remained unopened. Further adjustments including modifying microcatheter tension, were unsuccessful. The stent was then removed from the patient's body, and it was found that the tip end of the stent could not open. The stent was replaced, and the procedure was completed. Dual antiplatelet treatment was administered. No patient complications have been reported as a result of this event. The landing zone was 4.7mm distal and 5mm proximal. The patient's vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a silver snake guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The causes and contributing factors for the reported issue were not identified. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield was returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer's report of "failure to open at the distal" was not confirmed, as the distal end of the braid was opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer indicated that the vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which rules them out as possible causes. In this event, the damaged braid contributed to the failure to open. Such damage can occur from over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.